Manufacturer narrative:
The subject device was evaluated by spacelabs equipment service center (esc), which was not able to reproduce the reported symptoms. There is insufficient data to identify the root cause at this time. No one has been injured as a result of this issue. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that an ultraview sl command module produced non-invasive blood pressure up to 235 mm/hg, causing pt discomfort.